Event description:
A physician reported a pt who was skin tested in the left forearm on 02 march 1998. On 12 march 1998, the test site was asymptomatic, and a second skin test was administered in the right forearm. On 16 march 1998, the pt was examined by the physician, who noted dime-sized redness and swelling at the left test site, and nickel sized redness, swelling, and bruising at the right test site. He diagnosed a positive skin test. On 21 april 1998, the pt developed non local symptoms of redness, enlargement and blistering; date of onset 21 april 1998. The site of these symptoms was unk and were considered by the physician to be product related. On 27 april 1998, the physician prescribed oral keflex and valtrex, both of which were effective. On 18 may 1998, the pt was being followed by the physician.